Manufacturer narrative:
The reported event could be confirmed, since the pollution could be verified. We received the original cardboard box with overwrapping. During detailed visual inspection of the item received a foreign material [like hair, fibre] was found out of the sterile barrier under the overwrapping; between the cardboard box [secondary packaging] and overwrap foil. However, as advised per IFU an inspection is recommended prior to surgery and would have been noticed at that time as it is obviously through the clear overwrap foil. Based on investigation, the root cause was attributed to a manufacturing related issue. The failure was caused by not detected pollution during inspection at time of packaging steps performed at sub-supplier. Actions are already triggered and all further steps are covered by that. A review of the labeling did not indicate any abnormalities. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "during inbound processing, it was noticed hair under the shrink wrap."

Event description:
As reported: "during inbound processing, it was noticed hair under the shrink wrap."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.